Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#(B)(4).

Manufacturer narrative:
Device available for evalaution: return date: 10-jan-2024. Device evaluation: the lens was returned in liquid in a vial. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6: 4627; lens explanted on an unknown date. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm512.6 implantable collamer lens of a -7.5 diopter into the patient's eye. The lens was reported as damaged.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim#(B)(4).